Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had difficult to pump his device as the tubbing was initially cut too short and the pump was riding high. As a result, the pump was explanted and replaced in scrotum. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.